Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient passed shortly after initial implant vns implant the patient passed away from cardiac arrest. No other relevant information has been received to date.

Event description:
New information was received from the patient¿s surgeon on (B)(6) 2025. The provider reported that the patient had multiple comorbidities, including morbid obesity, chromosomal abnormalities, along with epilepsy. At the time of death, the patient was not receiving vns therapy. The surgeon noted that the vns device had been implanted two days prior to death and was turned off. The cause of death is currently unknown, as the autopsy is still pending. However, the surgeon indicated that the death was not related to vns or vns therapy. Additionally, the provider stated that the patient¿s mother found the patient unresponsive with saliva present in the mouth. No other information was received. No other relevant information has been received to date.

Event description:
Additional information received. It was later reported that the provider stated an autopsy was being performed on the patient, no results were obtained as of yet. The surgeon stated that everything went well during surgery and thinks that the patient passed away from sudep. No other relevant information has been received to date.